Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7122372/7122587.

Event description:
It was reported that following a fall, the patient had redness, discomfort and drainage from the incision sites. It was noted that the patient had some small areas of ulceration along both incisions with expressible mucopurulent fluid. The patient was prescribed with antibiotics. The patient underwent an explant procedure. All explanted device components will not be returned.